Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system during the basic occlusion test due to protruded/loose drive support disk. There was no compromised force sensor system alarm noted. The pump had a minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot and scratched case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 31 mmol/l at the time of incident. The customer tried several times to fulfill the menu but it did not help. They changed the batteries but it still did not work. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.